Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert that the pacemaker was in backup mode. The patient was later seen in clinic, where the device was restored. The patient was asymptomatic throughout.